Event description:
A report from an affiliate indicated that there is slow blood flow after the placement of a carotid stent. The pt's medical history, as well as target lesion location other than a carotid artery and characterologist is unknown. The site reported that there was no evidence of thrombus, there was no difficulty deploying or retrieving the angioguard and the stent was well apposed after deployment. A 5mm angioguard was used for the procedure. A precise stent was deployed (catalog and lot # unknown) and slow blood flow was observed occuring before the angioguard was withdrawn. The vessel near the filter basket was suctioned with an "eliminate" suction catheter and intracranial thrombolysis was performed for preventative treatment. The procedure was completed successfully, and the site reported that the pt did not experience any adverse events.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 1016427-2008-00182. The sterile lot numbers of the devices is unknown; therefore, a device history review report could not be conducted. Hypoperfusion following the deployment of a carotid stent and prior to the removal of the angioguard is a known potential adverse event associated with implanting a carotid stent. It is noted that in other country, it is common practice for the physicians to perform aspiration techniques to the filter basket to void having uncaught debris in cerebral perfusion move upstream, causing a cerebral infarction. The physicians take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not describe in the labeling. Based on the limited info available, it appears the difficulty experienced by the customer may have been related to procedural factors and is not related to product quality as the angioguard performed as intended.